Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b3 and b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received noting that this was discovered during procedure for a diagnostic colon examination. According to the initial reporter, the procedure was completed using the other monitor without any delays.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that no image/ and power is turned off occurred due to foreign substances attached during manufacturing. The cause of the foreign substances could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device has not yet been received by olympus for evaluation. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating the high-definition lcd monitor could not turn on, and even when it does, it would black out in the middle of the operation. There was no harm or user injury reported due to the event.